Event description:
Patient having rf ablation of tumor for pain control to posterior hip. Dispersive pads to posterior thighs. Tumor on left hip. When procedure almost finished, it was noted that the area of skin where left dispersive pad was, was very hot. Procedure stopped & 2nd & 3rd degree burns noted to area where pad was. Plastic surgery consult saw patient immediately.